Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site, and the following was observed: tortuous thoracic aorta. The system appears to exert pressure predominantly on the non-coronary sinus rather than the aortic annulus. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. The reported events for difficult to track system through anatomy and difficulty crossing native annulus and/or bioprosthesis were confirmed by evaluation of the provided imagery. Available information suggests that patient factors (calcification, tortuosity) likely contributed to the event as provided information indicated the presence of a moderately calcified and tortuous aortic arch. Patient factors (i.e. Calcification, tortuosity, small vessel size, pre-existing vascular stent) may cause constrained sections of the anatomy that interfere with the passage of the delivery system and causes difficulty during tracking/crossing. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards poland affiliate, during a transfemoral tavr procedure with a 26mm sapien 3ultra transcatheter heart valve, advancement through the moderately calcified aortic arch with the commander delivery system encountered increasing resistance, with significantly limiting steerability, and particularly with minimal response to flexion. The system exerted pressure predominantly on the non-coronary sinus rather than the aortic annulus. After multiple attempts, the valve was successfully advanced into the annulus; however, it was presumed that the nosecone of the delivery system, along with the guidewire, perforated the ventricle. The patient remained hemodynamically stable initially, as the perforation was temporarily sealed. Upon attempting to reposition the valve, there was an immediate drop in blood pressure followed by cardiac arrest. Urgent valve implantation and surgical thoracotomy were initiated, with chest compressions and intubation performed. Withdrawal of the valve from the ventricle was complicated by obstruction at the left ventricular outflow tract beneath the non-coronary sinus. After successful repositioning, contrast injection revealed a pulled and deformed ascending aorta, likely due to massive blood loss and traction from the delivery system. Following valve implantation, subsequent contrast injection showed progressive re-expansion of the ascending aorta toward its original shape. External cardiac massage was maintained throughout, and ECMO was initiated. Angiography confirmed no dissection in the ascending, arch, or descending aorta. The valve was implanted in an approximately correct position and functioned adequately, but echocardiography revealed massive pericardial tamponade. Thoracotomy identified a small perforation in the left ventricular tract and a larger one in the left ventricular wall. Suturing was complicated by tissue fragility, resulting in further tearing. The perforations were partially closed with sutures and sealed using patches, and blood transfusions were administered. Despite these measures, persistent bleeding from multiple sites in the ventricular wall continued, accompanied by ongoing blood loss in extracorporeal circulation. The patient passed away approximately two hours later due to perforation of the left ventricle. Per report, prior to the procedure, CT imaging revealed two visible kinks in the thoracic and abdominal aorta, which were partially straightened using a stiff guidewire and esheath.